Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures and a sample was received for evaluation. Based on image provided, there is visible a liquid drop from the connection between tube and reflux connector, which could be caused by some leakage in the product. The returned sample was visually inspected under normal lighting. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector. A delamination was observed between the y-joint, which could cause some leakage. During functional testing, a leakage test was performed in order to verify if leakage can be caused by cracking on luer connector. The sample did not pass leakage test. Based on the leak test results, the reported complaint was confirmed. Root cause was found to be a lack of solvent, caused by not following the manufacturing procedure. An awareness notification was made to production personnel in order to explain the importance of following the manufacturing procedure.

Event description:
It was reported the device was being primed prior to patient use and the device leaked at the connector. No patient involvement.